Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that three years ago, a piece of tube that had broken was removed from the patient¿s lung via the femoral artery. No patient complications have been reported as a result of this event.